Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported a aviva blood glucose results of 23 mmol/l, 3.3 mmol/l, 19 mmol/l, and 11.0 mmol/l within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.